Event description:
The hcp reported the pt had been experiencing no pain relief from the pump. A dye study was done and reported as negative. The pump was explanted and replaced and returned to the manufacturer for analysis.

Event description:
Additional information from the hcp reports the patient had been experiencing increased pain. The pump was interrogated and then replaced on 12/28/2005.